Manufacturer narrative:
Pump received with frozen screen. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to frozen screen. Unable to download history files and traces using thump due to frozen screen. Pump was cut open to perform visual inspection and found moisture damage on electronic stack, force sensor and motor assemblies. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, serial number label missing. Frozen screen was observed during analysis due to moisture damage on electronic stack. Unable to confirm keypad unresponsive and no delivery alarm due to frozen screen. Unable to download history files and traces due to frozen screen. Unable to confirm cosmetic damage located at the battery cap due to missing battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, keypad/button unresponsive/button error, no delivery/occlusion alarm, battery cap broken/cracked/damaged. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-243a, mmt-1780kl. Troubleshooting was partially performed and found that customer reported battery cap defective, unexplained no delivery alerts, unresponsive buttons. No harm requiring medical intervention was reported. It¿s unknown whether the customer will continue using the insulin pump. No product return is required for mmt-332a. No product return is required for mmt-243a. No product return is required for mmt-1780kl.